Event description:
It was reported the customer had a keypad anomaly. The customer stated the numbers were ramping by itself. It was also found the scroll bar was not moving up and down. Customer's blood glucose was 148 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Pump received with no button response due to moisture damage on keypad traces. No unexpected numbers ramping/scrolling on their own noted. Pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window.